Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the the pump continuously emitted low battery alarms after changing the battery. It was also noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that partially discharged batteries were installed on (B)(6) 2013. There was no evidence of excessive battery usage observed in the pump history. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. Evaluation revealed that the battery compartment was cracked extending from the thread area to the case seal. There was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The battery cap was not able to fully secure to the pump. No power loss was observed during investigation. The pump current draws were found to be within the required specifications. The pump case was removed and no evidence of damage or moisture contamination was found inside the pump.